Event description:
It was reported the catheter broke in two pieces at about the middle position of the catheter while slitting and the remaining piece was carefully cut with very small scissors. It was also reported that physician complained in general the first piece of the catheter is very hard to slit. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) rough slit edge; catheter is kinked, separated and damaged at implant. Difficulty slitting is seen from the beginning (at hub end) and got worse. There is cracking and stress marks along the slit up to the area it broke (42cm from the hub). Slitter was returned and its blade was damaged, dull, bent and the rough slit edge is consistent with the slitter condition.